Manufacturer narrative:
MFR received date: 29oct2019. The service technician confirmed the issue was resolved by replacing the touchscreen assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03oct2019.

Event description:
The customer reported unit fails touchscreen calibration. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.